Event description:
Nurses were utilizing an ez lift to transfer a patient from the chair to the bed. The legs on the ez lift started to close and the lift tipped to the left causing the patient to land on the bed and the battery to fly out and strike nurse in the shin. Patient nor staff were not harmed. Lift removed from service.